Event description:
It was reported that a person using the ilet experienced persistent high blood glucose after lunch, changed infusion supplies, ate dinner and later a fruit snack, then experienced low glucose the next morning which they treated with fruit snacks; they were in the first week of pump use and, upon removing the infusion site, observed it was placed near scar tissue before replacing the site, seeing insulin drops, and resuming insulin delivery. Symptoms included hyperglycemia followed by hypoglycemia. Outcomes included resolution after site change and user education, with no further issues reported and no hospitalization. Investigation included user troubleshooting and education on meal practices. Investigation of this case revealed possible infusion site absorption issues due to proximity to scar tissue and user adjustment period with a new pump, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.